Manufacturer narrative:
The field service engineer assisted the customer over the phone and instructed the customer to mix a new box of coulter dxh diluent and rerun; backgrounds were within specifications. The field service engineer followed up with the customer and the customer indicated no further issues. (B)(4).

Event description:
The customer reported platelet background high failures on the unicel dxh 800 coulter cellular analysis system when using a specific lot number of coulter dxh diluent. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.